Manufacturer narrative:
While attempting to install the face seal fitting repair kit (part number a-51998-01) on the alinity I analyzer, the hose on the trigger pump junction block rebounded causing trigger solution to enter the field service engineer's (fse) eye. The fse was wearing appropriate personal protective equipment (ppe): lab coat, gloves and eyewear. There have been no subsequent contacts regarding splashing/exposure incidents since the current complaint on (B)(6) 2019 for the alinity I, serial number (B)(6). Return testing was not completed as returns were not available. A review for similar complaints identified no additional complaints related to a splashing/spraying exposure from the face seal fitting repair kit. A 12-month review found no trends for replacement of the face seal fitting repair kit. The alinity ci series operations manual addresses safety awareness where chemical hazards may exist; and provides information regarding chemical safety hazards that includes wearing ppe for materials that contain or are suspected of containing infectious agents. The alinity I service documentation provides instruction for installation of the face seal fitting repair kit. Based on the investigation no product deficiency was identified for either the alinity I analyzer, serial number (B)(6), or the face seal fitting repair kit (part number a-51998-01).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On (B)(6) 2019, the abbott tss representative, while performing isa 205-022 fitting exchange on the alinity I analyzer, was splashed in the left eye with trigger solution when pulling off a trigger fitting near the trigger pump area. Even though the tss was wearing goggles the trigger solution entered his left eye. The tss rinsed his left eye with an eye wash and then visited the eye clinic at the university of freiburg where the eye was rinsed again and then an eye solution (vismed at (sodium hyaluronate 0.18%) was prescribed. The tss used 6 vials (0.3ml per vial) of the medicine from (B)(6) 2019. There was no additional adverse impact to patient management.